Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) and low pacing impedance. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.